Event description:
It was reported that the patient suffers from neuropathy, retrograde ejaculation, muscle atrophy and nerve damage. The patient also reportedly suffers from odd sweat patterns, numbness, changes in urination patterns, difficulty swallowing, difficulty breathing, and difficulty gripping and holding items.

Event description:
It was reported that in 2012, patient underwent a lumbar fusion involving rhbmp-2/acs. Patient was diagnosed with increasingly severe pain. Imaging studies showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2/acs was implanted. Patient also suffers from radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.